Manufacturer narrative:
Product event summary:the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a crematory with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 9 months after the device system was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from a crematory with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. (B)(4).